Manufacturer narrative:
Physio-control contacted the customer for a status of the device repair; however the customer was unable to provide any further details of the device repair or status of the device. The customer indicated they would contact physio only if further information was made available; however sufficient time has passed and such information does not appear forthcoming. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer states that the device will only power on for about 15 seconds and then it will power off. The customer states the device has a good known working battery and the problem does not appear to be with the ac cord. There was no patient involved in the reported event.